Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The initial problem from the customer on damaged battery compartment was confirmed through visual inspection, however a reportable failure was identified upon further inspection of the device where the latch/lock sensor was defective. The latch/lock sensor was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for broken battery compartment, during device evaluation, a defective latch/lock sensor was identified. There was no patient involvement.